Event description:
It was reported when the device was used during a vaginal hysterectomy, it would not open after it was fired. The case was completed using another device without patient consequence.